Manufacturer narrative:
The initial reported event of [it was reported that the patient experienced a fall. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high rate non-sustained episodes, elevated sensing integrity counter (sic), oversensing-noise when the patient cough, high impedance, undefined impedance, and no capture. Detections for the lead were turned off and the lead remains implanted. No further patient complications have been reported as a result of this event.] Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was suspected of being fractured. The lead was capped and remains in the patient.